Manufacturer narrative:
Siemens reviewed the data logs provided by the customer. There are numerous occurences of na+ sensor interferent detected due to exposure to quaternary ammonium compounds such as benzalkoniium on rp500 sn (B)(4) including on (B)(6) 2019 at the time of the suspect high result at 9:54am. Per the rp500 operators guide, these substances are known interferents to the rp500 na+ sensor and should be avoided.

Event description:
The customer reported discrepant sodium results on the rp 500. There was no report of injury due to this event.